Manufacturer narrative:
H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -4.00/+3.5/096 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The surgeon reports excessive vaulting and significant reduction of irido-corneal angles. Lens remains implanted. Cause of the event was reported as the device. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.